Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Device not returned. The product involved in this event was identified as part of the voluntary recall of endopath xcel with optiview technology.

Event description:
Event was identified by the clinical events committee and deemed to be consistent with an mi. The pt underwent the index procedure with pre-treatment balloon angioplasty and delivery of an endeavor resolute rapid exchange (rx) drug eluting stent in the 2nd om. According to the cardiac catheterization report, a mid vessel dissection occurred in the lad as the vessel was wired. Pre-dilation was performed and the lad was stented with three endeavor sprint rapid exchange (rx) drug eluting stents to tack down the dissection distally and treat the lesion proximally. The reestablishment of at least timi 2 flow to the artery was noted with good runoff distally. The angiographic core lab reported on a lesion in the 2nd om with a 10% final residual in-lesion stenosis with no dissection and timi 3. The core lab further reported on a lesion in the prox lad with a 20% final residual in-lesion stenosis with no dissection and timi 3 flow with a notation of a spiral dissection after pre-dilation which was treated and completely covered with stenting. The pre-procedure cardiac enzymes drawn were a ck of 86 (nl 236, ratio <1) with a ckmb of 0.9 (nl 5, ratio <1). Post-procedure the ck was 99 (ratio <1) with a ckmb of 4.6 (ratio <1). Approx 6 hours post index procedure, the ck was 230 (ratio <1) with an elevated ckmb of 25.3 (ratio 5.1). One day post index procedure, the ck was 255 (ratio 1.1) with a ckmb of 26.9 (ratio 5.4). The troponin levels were not done. The pre-procedure and post-procedure EKG tracings are available for cec review. The pt was discharged on asa and clopidogrel one day post index procedure. (Ref MFR # 2953200-2010-02647 and MFR # 2953200-2010-02648).

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, there was leakage. Though the insufflation was done normally after placing the trocar, leaks of surgical gas are noticed while introducing surgical instruments, especially with the 5 mm diameter instruments. The problem couldn't be solved despite two changes of the trocar sleeve. The procedure was completed despite the difficulties experienced and waste of surgical gas. There were no adverse consequences for the patient.